Manufacturer narrative:
(B)(4). As the event was not reported until after the device had been serviced, a complete device analysis could not be performed. A review of the event history log revealed no keystrokes, programming, or use related events that could have caused or contributed to the reported event. However, one instance of increased intraperitoneal volume (iipv) was recorded in the device log on (B)(6) 2014 at 09:30:06. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a heart attack coincident with automated peritoneal dialysis (apd) therapy. The cause of the heart attack was unknown. The patient was hospitalized on the same day as onset of the heart attack event. Treatment for the event was not reported. It was reported that pd therapy was ongoing during hospitalization but was discontinued approximately one month after the event. It was unknown if the patient was recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.